Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. Blood glucose at the time of the admission was 520 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was declined for air bubbles, leaks and site/insulin issues. The customer agreed the insulin pump was working as designed. The insulin pump was worn during an x-ray. The customer was advised to avoid magnetic files associated with MRI's. The insulin pump will not be returned for analysis.